Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found dried serum on the tip and plunger clamps in the report problem area of the pipette assembly. The lld contact spring, plunger clamp, and tip retaining clip were replaced. The instrument was inspected, cleaned, tested without further problem, and returned to service.